Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they believe the left side implantable neurostimulator (ins) battery (older of the two ins implants) is depleting quickly and getting low. They do not believe they saw any messages or alerts on the patient programmer (pp) before they lost it. They noticed this issue in the fall around september. Elective replacement indicator (eri) and end of service (eos) meanings were reviewed and they were directed to get their pp replaced and then to their healthcare provider (hcp) to discuss any further concerns. No patient symptoms were reported.